Manufacturer narrative:
Product event (B)(4) investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: product line: aqm generator quantity returned: 1 product code (sku): 40-402-1 serial: (B)(4) testing performed: visual inspection: packaging: generator was returned in an approved mae box with proper foam protection. External visual: volume knob is broken off lower label is torn ¿ normal wear and tear pump head hairline fracture internal visual: all cable connections and hardware are properly connected functional inspection: audible tone is present when rf is activated there is no volume control due to a broken off volume knob pump is functional, but housing has hairline fracture lhr review: never been in service investigation conclusion: the reported issue was not confirmed. There was an additional failure found during servicing: cause of burn to patient could not be determined, the generator functions to specification broken volume control knob caused loss of volume control, but does product activation tone when device is activated. The cause of the broken volume knob is like due to some sort of impact while in the field. (B)(4).

Event description:
At the end of a spine case, while removing the drapes, the customer noticed there was a burn approximately 1 1/2 inches on the patients flank, near the mammary fold. The customer had placed the deactivated aqm 6.0 hand piece in the pocket of the drape and it is believed that the hand piece was inadvertently activated by a staff member leaning on it.

Manufacturer narrative:
(B)(4).

Event description:
At the end of a spine case, while removing the drapes, the customer noticed there was a burn approximately 1 1/2 inches on the patients flank, near the mammary fold. The customer had placed the deactivated aqm 6.0 hand piece in the pocket of the drape and it is believed that the hand piece was inadvertently activated by a staff member leaning on it. The patient has a second degree burn and had a plastics consult but, no additional procedures scheduled at this time. Burn is being treated at facility via unknown method.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.